Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint "distal part of the shaft is broken." Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. A broken piece is missing as a result of breakage. Size of missing piece is approximately .172¿ x .198¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The root cause of broken proximal clevis is attributed to user mishandling.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the distal part of the shaft was noted to be broken on the permanent cautery hook instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no patient involved and there was no fragment fell inside the patient.